Event description:
While servicing the device, the manufacturers field service engineer reported the ventilator alarmed when powered on due to a pressure sensor failure. As reported, a pressure sensor failure may affect the accuracy of the system pressure measurement, which may result in a vent inop occurrence during use in normal ventilation mode. A vent inop alarm displays on the screen, turns on remote alarm interfaces, and disables oxygen flow and blower operation. The service engineer reseated the data acquisition pcb to motor controller pcb cable and replaced the data acquisition pcb board to address the reported problem. Applicable final testing was performed to operating specifications.

Manufacturer narrative:
Cable was reseated.